Event description:
Health care professional called to report a prostaprobe broken balloon was detected after it was inserted into the pt during treatment. A new prostaprobe was used and the treatment proceded without further incident. No pt injury was reported.